Event description:
It was reported that the lens was inserted in the eye and in the process of moving it around, the physician/surgeon broke the haptic. He had to do a removal and replacement on the same procedure and had to enlarge the incision.

Manufacturer narrative:
The device was received and inspected under illuminated 10x magnification. One broken haptic was observed. The definitive cause of this event is undeterminable but does not appear to be manufacturing related. Prior to release, the lens met all manufacturing specifications. Will continue to monitor and trend all reports received.